Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 15 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.